Manufacturer narrative:
(B)(4). The initial manufacturer report stated that low fluid readings and cracks on the upstream sensor tail pins caused upstream occlusion alarms. This was incorrect and has been updated. Low fluid readings and cracks on the upstream sensor caused the reported false air in line alarms.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had low fluid readings and cracks on the upstream sensor tail pins, which caused the false upstream occlusion alarms. The failed upstream sensor was replaced. Additional information: cracks, low fluid numbers.

Event description:
It was reported that a spectrum pump experienced air in line alarms. It was also reported there was no patient injury.